Manufacturer narrative:
Date of event: date is approximate.

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6) year-old, female patient who was receiving dilaudid (concentration and dose unknown) via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). On an unknown date in (B)(6) 2016, the patient's pump went empty because the patient's healthcare provider's (hcp) office cancelled the refill appointment because the nurse was sick. The patient experienced withdrawal as a result. She was able to get a refill after "the delay" was resolved and the situation resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.